Event description:
Pt underwent "avr". As the skin was being closed, they were receiving transfusion of blood products via the sims level 1 infuser. Once skin was closed, the pt became asystolic and their sternum was emergently reopened. The surgeon found air in the innominate vein. The anesthesiologist then found air in the IV lines leading from the infuser to the pt. The air was removed, the pt resuscitated and then transferred to the ICU in critical condtion. Approximately 40 hours later the pt's family elected to remove life support and the pt expired. Inspection of the device found no malfunction.